Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 the following findings: during investigation, there was a call service 088 alarms in pump history. Display is blank. Unable to adequately investigate the original complaint due to the blank display. The pump was opened and there was no damage found to display screen. When a test display screen was used; display functions properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. . Report late due to transition from vmsr program.

Event description:
On 13-jun-2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.